Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb charging port had damage which lead to difficulty charging the pump. Customer declined to provide additional patient or event information. There was no reported impact to the customer's blood glucose level.